Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis replicated and confirmed the customer reported complaint "the blade was broken during procedure". The instrument was found to have one blades broken at the base. A piece approximately 2 mm x 16.20 mm was found to be broken off, confirming that a fragment detached from the instrument. The broken piece was returned with the instrument. Components adjacent to this broken blade do not show damage. Probable root cause of the failure mode broken instrument blades are attributed to use conditions. Broken blades result from damage caused contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade damage may be detected by the generator with a solid tone or an error. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during da vinci-assisted surgical procedure, tip of harmonic ace was damaged during grasping. No collision occurred while using the instrument. The instrument was used for 10 minutes before the problem occurred. The problem was discovered during the surgery. The reason for the problem was increased pressure on the blade. The tip was damaged when removing the instrument. No resistance was noted from the cannula when removing the instrument. No fragments fell into the patient's body. The procedure was completed with no reported injury. Intuitive followed up with the initial reporter and obtained the following additional information: the tip of harmonic ace instrument cracked inside the patient but detached outside, with no fragments falling into the patient. The instrument was inspected prior to use, showing no visible damage, and was in use for 10 minutes during a grasping task when the issue occurred. The surgeon attributed the breakage to a pressure rise in the blade, and no collisions with other instruments were reported.